Event description:
A peritoneal dialysis patient reported that at the end of his treatment he disconnected and opened the cassette door and noticed that solution had leaked out from the cassette into the cycler. There is no report of patient ill effect. There is no sample for evaluation.

Manufacturer narrative:
There is no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality analysis procedure.